Event description:
During a aaa procedure in 2007, at the completion of the case, final ballooning of the distal end of the ipsilateral iliac leg graft, the coda balloon is inflated to ensure seal and is immediately ejected from the ipsilateral leg graft and ruptures the common iliac artery at the bifurcation of the internal/ external iliac arteries. Emergency procedures were inacted and repair was completed.

Manufacturer narrative:
Evaluation: our cook instructions state "caution: if the coda balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis." No product was returned to assist in this investigation. Based upon the information provided most likely the balloon was not fully in the graft during inflation, which then caused the balloon to pop out of the graft and rupture the iliac.